Event description:
It was reported during a pulmonary vein ablation procedure while ablating with the cool path duo catheter, it was noted that irrigation fluid was leaking from the handle end of the catheter. Upon closer inspection of the catheter by the physician it was noted the connection port dislodged from the handle of the catheter and the internal tubing was exposed. The catheter was replaced with a cool flex ablation catheter and the procedure continued with no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.